Event description:
It was reported that the 8mm permanent cautery spatula instrument had broken cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery spatula instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have both ears of the distal clevis broken off. The broken pieces were not returned, measuring roughly .061¿ x .023¿ in size. Clevis shows abrasions and scratches on the outer surface. Components adjacent to the broken clevis show damage such as cables.